Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred when the oredome on the operation side was pushed. It was also noted that bending section rubber had a chip. There were scratches noted throughout the device. The video connector had a crack and the bending angle in the up direction did not meet standard value due to wear of the angle wire. It was also noted that the number of broken wires in the bending tube blade exceeded standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the endoeye flex 3d deflectable videoscope had a blackout and an e216 scope communication error when the video system center was connected. The issue was found during inspection for use for a therapeutic laparoscopic liver resection and it was completed with a similar device. There were no reports harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the cable of the image sensor unit is buckling. It is likely that disconnection or short circuit occurred at the buckling part of the cable during angle operation or bending of the universal cord, and the image abnormality occurred. Additionally, it is likely that the excessive twisting and bending of the universal cord applied a strong external load to the cable. The inspection method for this phenomenon is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.7 inspection of combined functions with accessories and related devices". "[Inspection of endoscopic images] check whether 3d images are displayed normally in normal light observation or nbi observation. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Confirm that the touch panel of the video system center (otv-s300) is the main screen. 3. Turn on the illumination lamp according to the instruction manual of the video system center, complete the white balance adjustment, and perform the 3d adjustment. 4. Press the ¿prepare/exit¿ button on the bottom left of the touch panel of the video system center. 5. If the 3d adjustment is "incomplete", follow steps 6-11 to adjust the 3d view. If 3d adjustment is "done", go to step 12. 6. Set the observation mode to wli according to the instruction manual of the video system center. 7. Insert the 3d adjustment cap until it hits the tip of the endoscope. 8. Perform 3d adjustment by pressing the "execute" button in the 3d adjustment window on the touch panel or the custom switch to which "3d adjustment" is assigned. Hold the endoscope in your hand so that the 3d adjustment cap does not move. If using the endoscope remote switch, press the switch for 1 second. 9. Confirm that the 3d adjustment window is "complete" and a message is displayed on the monitor. 10. If 3d adjustment is not completed, repeat steps 2 to 9 while referring to "chapter 5 troubleshooting". 11. Remove the 3d adjustment cap from the distal end of the endoscope. 12. Put on the 3d glasses that came with the 3d monitor. 13. Observe the palm, etc. Using normal light observation images and nbi observation images. 14. Confirm that the illumination light is coming out. 15. Adjust the amount of light to obtain a suitable brightness. 16. Remove the 3d glasses and check that the two images displayed on the 3d monitor are not vertically displaced. 17. Put on the 3d glasses again. 18. While observing the 3d image, close the left and right eyes alternately and confirm that there is no difference in color or brightness between the left and right images. 19. While observing the 3d image, use forceps to touch the object and confirm that there is no discomfort in the sense of depth. 20. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the 3d image during normal light observation and nbi observation. 21. Operate the joystick of the endoscope to bend the flexure." Olympus will continue to monitor field performance for this device.